Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of initial report, follow-up will be submitted upon completion of investigation.

Event description:
User reported false negative result. Positive test at doctor's.

Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Section b2 on outcomes of adverse events was inadvertently checked in initial report